Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to press the button properly and confirmed that the pump screen could be activated, but the difficulty persisted. It was decided to replace the pump. The customer continued using the current pump and was informed about the procedures for returning the faulty pump, including placing it in storage mode and using a pre-paid return label.